Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous vein. A 6.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 8 atmospheres for 10 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
G4: premarket / 510(k) #: k141150, k162350. E1: initial reporter address 1: (B)(6).